Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for streptococcus mitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed abdominal pain and cloudy effluent. The patient was diagnosed with peritonitis and hospitalized. The patient was treated with ceftazidime (1 g daily, ip), meropenem (500 mg daily "ev") and vancomycin (2 gm ip to titer with blood analysis). On (B)(6) 2010, ceftazidime was discontinued and the patient was released from the hospital. The peritonitis was considered resolved on that date. On (B)(6) 2010, meropenem was discontinued, and on (B)(6) 2010, vancomycin was discontinued. Pd therapy was ongoing unchanged. The nurse was unable to provide a cause of the peritonitis, but stated that a break in aseptic technique was a possible cause.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4).